Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the atrial output connector was broken. Hanger was broken, main seal was contaminated (blood), lower case was contaminated (blood). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector port. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.